Event description:
During surgery when the surgeon removed the fixation pin from the plate, the fixation pin was broken.

Event description:
During surgery when the surgeon removed the fixation pin from the plate, the fixation pin was broken.

Manufacturer narrative:
Visual investigation determined that the stop pin, laser-welded to the expanding sleeve, was broken off due to too high bending forces and therefore it got detached. The fractured surface of the welding seam between the stop pin and expanding sleeve showed the appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was correctly performed. Moreover, the stop bar of the screw showed heavy plastic deformations due to the collision and friction with the stop pin. Because too high torsional forces acted several times during the application, too high bending forces also occurred upon the stop pin finally leading to the breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.